Event description:
Boston scientific crm received information that this device had reached elective replacement time (ert) and was explanted. It was alleged the device had reached ert prematurely. No adverse patient effects were observed.

Manufacturer narrative:
Upon return, the device was analyzed. A review of the device's memory revealed that a rate fault reset was stored in the reset counter. A longevity calculation was performed, confirming the device did not meet longevity expectation. Pacing tests were performed, and the device was unable to provide maximum output voltage pacing. Lower voltage pacing output was available. The device casing was opened and the battery was removed. An external power source was connected to the device in order to measure the current usage, and internal measurements noted a high current drain. Detailed analysis isolated the problem to a degraded capacitor which resulted in rapid battery drain. The rate fault reset did not contribute to the clinical observations.